Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, , and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Per the service manual, it was confirmed that e117 indicates charge couple unit failure (image is not displayed normally) (communication disconnection), and presumed failure parts are as follows: "·power supply unit ·v mb harness ·v sub-assembly ·gpu sub-assembly ·cpu ·mb" olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the visera 4k uhd camera control unit displayed a e117 (charge couple unit failure) error during preparation for use. The intended procedure was a laparoscopic surgery. The procedure was completed using a replacement device. There was no delay or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of e117 (charge couple unit failure) error was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.